Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high right ventricular (rv) pace impedance. Impedance was approximately 800 ohms at implant and had risen to 1300-1600 ohms now. There were some daily measurements showing impedance >2000 ohms. A pocket revision had recently been performed and the device was implanted subpectoral as the patient had been twiddling. There was no evidence of any lead dislodgements due to the twiddling. The caller was unsure if the leads had been disconnected from the device at the pocket revision. The patient will be brought into the clinic for troubleshooting and further evaluation. No adverse patient effects have been reported.

Manufacturer narrative:
Additional information was received that high out of range pacing impedance measurements greater than 2,000 ohms continue to be observed. The physician is aware and will continue monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the device and rv lead exhibited non-physiologic spikes that were oversensed, resulting in storage of several non-sustained ventricular tachycardia (vt) events. Boston scientific technical services (ts) discussed troubleshooting options. Troubleshooting will be performed at the patients next in-clinic follow up on a date in the future. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the lead and device exhibited a low out of range shock impedance measurement. No out of range measurements were able to be recreated in-clinic. A lead revision procedure was planned for an unknown date in the future. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the physician elected to program tachycardia therapy off and would discuss device replacement. No adverse patient effects were reported. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
--

Event description:
--

Event description:
Additional information was received that low out of range pacing impedance measurements less than 200 ohms were observed. No adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
Impedance will be monitored. The field representative inquired about the generated red alerts for out of range impedance measurements. Technical services discussed options with the representative. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
It was later reported that the device was interrogated and impedance continued to vary within the same ranges. The representative reported that impedance was high before the pocket revision. Sensing and thresholds were acceptable. There is a surgically abandoned rv lead that remains in the patient and a lack of space in the subclavian vessel to add another lead, so the physician elected to keep the system as is and watch for a change in the latitude electrograms or patient symptoms before performing an invasive intervention. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
Left ventricular pace impedance has been rising and is approximately 1050 ohms. A chest x-ray will be performed for futher evaluation. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Impedance continued to be intermittently out of range. An x-ray revealed the device had migrated in the chest. Ts discussed we cannot rule out a lead vs a connection issue. Ts discussed another red alert will not be issued until the device is interrogated again in the office.

Manufacturer narrative:
It was later reported that an alert was received for rv pace impedance >2000 ohms and increased left ventricular impedance. There was no noise, oversensing or inappropriate shocks. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as additional information was received indicating that this patient passed away on (B)(6) 2017. No new allegations against the implanted system were reported related to the patient death. Subsequently, this cardiac resynchronization therapy defibrillator (crt-d) was returned and device evaluation was completed. Additionally, it was determined that an additional report was previously filed that is related to this series of reports. The related report was filed under report number 2124215-2014-12547. Review also determined that there was an observation of anti-tachycardia pacing (atp) delivered when not required that was not included in the previous reports.